Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the floor during dwell 3 of 3 of their pd treatment. The fluid leak was discovered after checking the unused lines and the patient discovered the unused lines were left open. The patient reported receiving an air detected in cassette alarm during dwell 3 of 3 of treatment. The cycler was rebooted and the patient received a power fail recovery failed alarm. It is unknown at which point in therapy the leak may have begun. The patient reported that the cause of the leak was the open unused lines. The fluid leak did not come in contact with the cycler. It was reported that the patient will revert to manuals for alternate treatment options. Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that the fluid leak was discovered during the last exchange. The patient confirmed that the adapter was closed properly during set up. The patient stated that the adapter became loose and the baxter bag was completely dry. The patient confirmed that the fluid did not come in contact with the cycler. The patient confirmed that the fluid leak came from the adapter on the baxter bag. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The adapter used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.